Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to cup loosening.

Manufacturer narrative:
The complaint products were received for analysis; the reported experience of cup loosening was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) the porous surface of the acetabular shell shows white substance which appears to be host bone on the surface of the cup. This is typically indicative of fixation between the patient's bone and the implant. Deformation on the outer surface of the acetabular liner appears consistent with pressing against the head of the bone screw. The impression of the screw head suggests that the screw was not fully seated in the hole of the shell which may allow for micro-motion at the interface between the bone and the implant. Scratches on the inside surface of the femoral head appear consistent with the part rubbing against the femoral stem trunnion. The frequency of occurrence ranking scale is very low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of 32 pieces. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. The cup loosening reported was likely the result of low fixation between the host bone and the cup implant that may have been caused by micro-motion of the cup due to the bone screw not being fully seated and its shortened length. In a review of the labeling, it is noted that only qualified surgeons are to use these products: who are fully knowledgeable about all aspects of the surgical techniques and use these implants, have full knowledge about the system compatibility's, and must be fully trained to properly use the system instrumentation. It is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Revisions or surgical interventions are a known complication found in joint replacements. All patients should be instructed on the limitations of the prosthesis, the patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. Device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. It is also noted that excessive wear of the implant components secondary to impingement of components or damage of articular surfaces. There is no patient information provided; therefore, it is not possible to assess the patient risk/clinical factors. This device is used for treatment not diagnosis. This report is from a manufacturer not a facility.

Event description:
No additional information has been provided about the event or the patient. This is one of four products involved with the reported event and the associated manufacturer report numbers are 1038671-2017-00047, 1038671-2017-00048, 1038671-2017-00049 and 1038671-2017-00050.